Event description:
Procedure type: lobectomy. According to the reporter: on or about (B)(6) 2010, the pt was admitted and underwent surgery for treatment of recurrent spontaneous hemothorax and received a left upper lobe lobectomy and left mechanical pleurodesis and tub thoracostomy placement. On (B)(6) 2010, due to a persistent air leak in the pt's lung, he was scheduled to have a thoracoscopy and thoracotomy and resection of the apical segment of his left upper lung to repair the air leak in the lung. Allegedly, during the procedure, the surgeon used or more devices to cover underneath the sutures lines. As reported, according to the operative note, the surgeon fired the staple device, but the staple device appeared to be complete failure and that none of the staples deployed.

Manufacturer narrative:
(B)(4).